Event description:
It was reported that there was a leak between the tubing and the catheter. No patient injury was reported.

Manufacturer narrative:
Initial reporter also sent report to FDA is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H10: no product was returned for investigation. The cause of the reported problem could not be determined, and the complaint cannot be confirmed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record (DHR) review was conducted and no nonconforming manufacturing records were found. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).